Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor was giving wrong glucose readings and threshold suspend was triggered. Customer's blood glucose was 390 mg/dl. During troubleshooting, customer's blood glucose was 256 mg/dl, sensor glucose was 272 mg/dl. Blood glucose and sensor glucose values were within acceptable range. After troubleshooting, customer will not be returning the sensors for analysis.